Manufacturer narrative:
Conclusion code - evaluation conclusion: the device has been discarded by the manufacturer.

Event description:
It was reported that the autopsy saw was smoking during autopsy procedure at user facility. The procedure was completed successfully using. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the autopsy saw was smoking during autopsy procedure at user facility. The procedure was completed successfully using. No delay, no medical intervention and no adverse consequences were reported with this event.